Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. On the evening of (B)(6) 2025, the patient stated the insulin pump was showing a low reading that was below 40 mg/dl but she could not recall the value because she was "out of it" and passed out. The patient was taken to the hospital via ambulance where her pump and transmitter were removed. The patient stated that the low blood sugar affected her hearing and breathing and eventually turned into pneumonia. There was no further event details about treatment provided, how the cgm was functioning during the time of the event or the length of stay at the hospital. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification for event details are required. It was reported that an adverse event occurred. The patient called to request a replacement transmitter, as she had thrown the transmitter away when she removed the sensor after arriving at the hospital. She had experienced an adverse event, and on the evening of (B)(6) 2025, the patient stated the insulin pump display was showing a low reading that was below 40 mg/dl but she could not recall the value because she was "out of it" and passed out. She did not remember any event details. The patient was taken to the hospital via ambulance. After arrival, hospital staff removed her tandem t: slim insulin pump and the cgm sensor. The cgm transmitter was discarded with the sensor. The cause of the event was unknown. The patient stated that the low blood sugar affected her hearing and breathing and eventually turned into pneumonia. There were no further event details about treatment provided, how the cgm was functioning during the time of the event or the length of stay at the hospital. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).